Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the syringe was damaged. The fse replaced syringe assembly, which repaired the failing controls. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin controls. The customer attempted to troubleshoot but was not able to resolve the issue. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.